Event description:
There was a magnetic sensor error with the imaging catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer rep notified directly by site. Manufacturer response for imaging catheter, (brand not provided) (per site reporter).